Event description:
Mps says that after the surgeon aligns to haptics by pressing the trigger as soon as he releases the trigger before cutting the arm drops kicking itself out of haptics. Surgeon is requesting a dispatch logs to be sent.

Manufacturer narrative:
Reported event an event regarding unintended movement involving a mako robotic arm was reported. The event was not confirmed. Method & results -product evaluation and results: the field service engineer reported: problem reproduced? No trouble shooting notes: mps says that after the surgeon aligns to haptics by pressing the trigger as soon as he releases the trigger before cutting the arm drops kicking itself out of haptics. Work performed: powered on system performed all pre-surgery tests. All tests passed. Inspected camera lenses and found white film build-up. Cleaned lenses. Performed left/right side kin-calibration to improve arm-accuracy measurements. Also performed mics gravity recalibration as a precaution. No other issues found. System passed all required tests and is ready for clinical service. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was not confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps says that after the surgeon aligns to haptics by pressing the trigger as soon as he releases the trigger before cutting the arm drops kicking itself out of haptics. Surgeon is requesting a dispatch logs to be sent.